Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the battery interconnect board was replaced to resolve the reported malfunction. The device was recertified and returned to the customer. The battery interconnect board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty fuse on the battery interconnect board. Analysis for reports of this type has not identified an increase in trend.